Manufacturer narrative:
The ge service representative conducted an onsite investigation. The system needed a new battery pack, but the part was not available. The system is down and at end of life.

Event description:
The customer reported that the 9400 system displayed a precharge failure error message. No pt injury was reported.